Event description:
It was reported that, during a colon procedure that, the device cut but did not staple. The surgeon used another like instrument and the same occurred. The procedure was converted to a laparotomy. There were no other pt consequences reported.

Manufacturer narrative:
Info was not provided. Info anticipated, but unavailable at this time.